Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's son reported via phone call that the customer had low blood glucose. Customer's blood glucose was 36 mg/dl. Customer mentioned the threshold suspend did not activate. Customer was advised the sensor was reading higher readings than actual blood glucose. Customer will not be returning the device for analysis.